Manufacturer narrative:
(B)(4).

Event description:
It was reported review of a merlin transmission session revealed episodes of non-sustained right ventricular oversensing. The patient was asymptomatic. It is suspected the oversensing may be due to myopotential and far-field p-wave oversensing. Turning off the low frequency attenuation filter was recommended. No further information is available.